Manufacturer narrative:
A field service engineer (fse) was dispatched who advised customer to clean the cup sensor. Fse also advised customer to follow traning process during the last service call. No further action required by the fse. The most probable cause of the reported event was due to a dirty pickup arm sensor block. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported error 2163 c trans cup not released with their aia-900 .a field service engineer (fse) was dispatched on 04-dec-2015 to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.